Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticmo13.2, -6.50/1.0/095 (sphere/ cylinder/ axis), implantable collamer lens into the patient's left eye (os) on (B)(6) 2021. The lens was replaced with a shorter length lens due to elevated iop (35mmhg) without pupil block and angle closure (assesed on (B)(6) 2021), significant reduction of irido-corneal angles, and excessive vault on (B)(6) 2021. This resolved the problem. Cause of the event is reported as unknown.